Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen is unresponsive and freezing up. The customer stated there was a patient on the ventilator when the reported issue occurred. The patient was removed from the ventilator and placed on another ventilator, the customer stated there was no harm or injury. The customer a screen calibration and the problem was corrected.